Event description:
It was reported that when using the bd pyxis¿ medbank tower had issue with rxverify. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device system had an issue where the user was unable to issue the medication to the patient. A technical support specialist called the pharmacy and informed them that the myqlink time displayed was from the previous day. They advised switching the date to reflect the new request to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.